Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had difficulty inserting the intermittent catheter. It was stated that they would going in two to three inches and then bend and could not insert any further.

Manufacturer narrative:
.The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "outside diameter is too large / rough or irregular shape protrusions". It was unknown whether the device had met specifications. The product was used for treatment, but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned

Event description:
It was reported that the customer had difficulty inserting the intermittent catheter. It was stated that they would going in two to three inches and then bend and could not insert any further.